Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the provider, who stated that the front fork and wheel came out during use causing end user to fall, resulting in a hematoma and a physician order for physical therapy. Evaluation of the device confirmed the fork detached from the device and drive devilbiss healthcare will continue to monitor trends for similar issues. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.